Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/10/2019. One top foil, an empty labeled winding former, a needle-suture piece and one suture piece of product code z494, lot mkk548 were returned for analysis. During the visual inspection of the sample, the swage and attachment area were as expected and a suture piece still was attached to barrel needle. In addition, the end of the suture pieces was cut appears to be by use of the surgical instrument and no needle pull off was noted. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received no pull off suture needle was noted since, the needle still was attached to suture piece and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown otolaryngology-head and neck surgery on (B)(6) 2019 and suture was used. During the procedure, the suture was detached from the needle easily when passing the needle through the tissue. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mkk548 number, and no non-conformances were identified.